Manufacturer narrative:
Concomitant medical products: dtbb1q1, ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.